Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error. The customer¿s blood glucose was unknown. Customer stated that their was the open book with the red cross inside. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection.